Event description:
During the lap gastric bypass procedure, the assisting surgeon used the device on the stomach. He attempted to place the stapler over an incomplete staple line that contained buttressing material. This was done in an affort to use the remaining buttressing material. During this attempt, the stapler advanced approx 30mm. At this time the surgeon met resistance and continued to pull the firing trigger causing the stapler to fail. The stapler was removed without incident and the surgeon made his next firing inside of the previous staple line with a new instrument. The surgeon finished the case and closed the trocar sites. They brought the pt off of anesthesia. It was reported to the rep the next day by another surgeon that the pt expired. It was believed to be due to a pulmonary embolism according to the EKG readings. It is unk if an outopsy was performed. One device will be returned.